Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: one photograph containing one opened winding former labeled as sxpp1a444. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, the following was obtained: can you identify the lot number of the product used? -only attached picture has been taken but has no information on lot#. The staff misunderstood that xosxpp1a444 a32 is the lot#. The outer packaging has been disposed hence the lot# is not available. What was the size of the needle used? -40mm CT needle was more than half the needle retained in the patient? -no where is the needle retained, in what structure? -1mm needle tip what is the procedure name? -not specified. Are there plans to remove the retained needle piece? -tip of needle remained the same status as in the report (see (B)(4)) were there any patient consequences? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) on dd mmm yyyy or provided from knowledge as you were present in the case? (B)(4) (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Suture did not maintain its structured integrity during normal surgical use. 1mm suture tip had broken off from stratafix symmetric pds plus size 1 suture during stitching. Its tip was broken and left in the wound as instructed by surgeon. The rest of the needle was disposed into the sharp box. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the lot number of the product used? What was the size of the needle used? Was more than half the needle retained in the patient? Where is the needle retained; in what structure? What is the procedure name? Are there plans to remove the retained needle piece? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.